Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: e1 (event site state).

Event description:
N/a.

Event description:
It was reported that the balloon catheter had air loss alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).